Manufacturer narrative:
Correction: section d: corrected serial number, lot #, UDI # correction: section h4: corrected device manufacture date.

Event description:
It was reported that non-sustained right ventricular oversensing determined to be due to post sensed t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). The ICD was being monitored. The patient was stable.